Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The unit had a cracked battery tube threading, cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they fell into a swimming pool with the insulin pump. The customer's blood glucose level during the incident was unknown. The customer stated that the insulin pump's display went blank immediately after the exposure to moisture. The customer stated that a constant tone was occurring. The device was returned for analysis.